Event description:
Philips received a complaint by the customer on the v60 indicating that the cart was broken. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the cart was broken due to being tipped over. Onsite service is pending.

Manufacturer narrative:
Onsite service was cancelled by the customer. No further service was provided. Onsite service was cancelled by the customer. No further service was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.